Manufacturer narrative:
Product testing could not be performed because the device was not returned. The customer's reported event could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed in the initial procedure. If explanted; give date: na (not applicable) the lens was removed in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a cataract patient experienced corneal edema on the left (os) operative eye. The edema was discovered at a post-operative exam with a tecnis itec preloaded 1-piece monofocal model pcboo intraocular lens (iol). A description of the event from the surgery center indicated upon placing the iol in the patient¿s eye, a relatively large surface defect was noted in the posterior iol, impinging the visual axis. The iol was removed and replaced with a new pcb00. It was noted there was posterior surface "gouge" impinging the visual axis. At a post op exam, there was possible endothelial scrape centrally, and the patient was presented with corneal edema.